Event description:
This procedure was performed in (B)(6). The visi-pro stent was introduced through a 6fr x 24 cm introducer sheath. When the physician realized the stent was too long for the lesion he tried to withdraw the device but the visi-pro stent displaced from the balloon. The physician deployed the stent (inflating the balloon), in a vessel which was not the original target. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.